Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted that might have contributed to the reported clinical observations. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that during a routine follow-up appointment the rv lead pacing impedance had decreased from 700 ohms to 549 ohms, the sensing had decreased and the threshold measurements had increased. The rv lead also exhibited loss of capture at maximum output. Subsequently a revision procedure was performed where the rv lead was explanted due to a dislodgement. Another manufacturer's rv lead was successfully implanted. No further measurements were provided and no additional adverse patient effects were reported.